Event description:
It was reported that cgm displayed an error and prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller through pump reset, after which error did not recur and sensor session was successfully started, and caller chose to reload cartridge and resume insulin independently without further assistance.